Manufacturer narrative:
The reported event of dislodgement and damage were confirmed. Final analysis found that as received, a complete lead was returned in three pieces with the helix extended and clogged with blood. Visual examination found two internal insulation abrasions breaching the ring electrode, right ventricular and inner coil lumens. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
Related manufacturer's reference number: 2017865-2021-39069. It was reported that the patient presented for a generator change procedure. It was reported that the right atrial (ra) lead was exhibiting automatic mode switch resulting from the oversensing sensing noise. During the ra lead extraction the right ventricular lead became dislodged and was damaged. The ra and the rv lead were successfully explanted and replaced. The patient was in stable condition.